Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse discovered leak in a line for autogloss and replaced it.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the racks on the unicel dxc 600 pro synchron chemistry analyzer were getting wet as they were off-loaded. No injury was reported and no erroneous results were generated.